Event description:
It was reported by getinge field service engineer (fse) during inspection and confirmed that cs300 intra-aortic balloon pump (iabp) had frequent iab circuit leak - gas inflow alarms. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1 (event site email), g3, g6, h2, h3,h6 ( type of investigation, investigation findings, investigation conclusion), h9, h11. Corrected fields - d5, e1 (initial reporter). A getinge field service engineer (fse) performed safety disc leak test and it was confirmed that a leak was occurring. Due to the high cost of repairs, the hospital has decided to return the equipment without repairs.